Event description:
Resident found on floor across the hall in another room. With hip pain. Sent to ER. X-rays positive for hip fracture. Bed alarm did not sound. Tested by rn 3 times, did not work (in right position plus attachments in place)